Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the photographic evidence, the underside cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the photographic evidence, the underside cover was cracked with missing particles and handle holder detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the photographic evidence, the underside cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 19th january 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the photographic evidence, the underside cover was cracked with missing particles and handle holder detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. According to the photographic evidence, the underside cover was cracked with missing particles and handle holder detached. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: - iec 6061-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The involved zone was probably exposed to collision and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces, leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surface are probably the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions, high concentrations, prohibited products. The detachment between aluminum cylinder and the handle support is probably due to mechanical shocks, collisions, or excessive efforts. To prevent any similar incident: during the manufacturing the parts are degreased the quantity of the instant adhesive gel deposited is checked the adhesive bonding is checked by manual traction during the manufacturing the instruction for use mentions to check the condition of the sterilizable handle as part of continuous improvement, a request change has been launched (#231116). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.